Manufacturer narrative:
A0404 added to h6. The investigation is still ongoing.

Manufacturer narrative:
The cause of the device interaction or damage by another device by another device was use related since clinical notes that the sheath puncture happened from attempting to get access for single access. The cause of the product damage on the sheath was use related since clinical notes that the sheath puncture happened from attempting to get access for single access.

Manufacturer narrative:
E1 (zip code extension) has been added as this was omitted from the initial mw submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during physician access for the single-access technique, the sheath was inadvertently punctured and subsequently removed. The procedure outcome was successful, and the patient survived. Additional information indicated that the issue involved the peel-away sheath. During the attempt to gain access and advance the wire through the hemostatic valve of the peel-away sheath, the device punctured through the side of the sheath, resulting in damage and requiring its removal.